Manufacturer narrative:
No analysis was possible considering the low data available about this event. A follow up will be performed if new info about this incident will be available.

Event description:
At about 2 years after the primary, the patient will be revised because of stem loosening. No other information are available at the moment.